Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket in the pas-es experienced a failure due to a damaged medication vial. A field service engineer cleaned the residue from the medication within the mini drawer assembly. Functionality was verified through diagnostics, and the hardware test application test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a pocket failed, after medication propofol vial was busted inside the drawer. There were no delay or adverse events or injuries reported based on this event.